Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and the keypad isn't working. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The arrow buttons did not respond due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.